Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmr). A query of viper complaint handling database for the reported lot revealed no other incidents for labeling issue or undersized stent. The investigation was unable to determine a conclusive cause for the reported issue of the stent appearing shorter in length than expected. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 5.5 x 150 mm supera was opened and implanted without issue; however, under angiography the length of the stent was 100 mm, not 150 mm as labeled. A second 5.5 x 60 mm supera was implanted to cover the rest of the lesion. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.